Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that ¿prime alerts for no reason¿ had been received. Customer support made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/25/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/11/2014 with the following findings: during investigation, a review of the black box showed no ¿pump not primed¿ warnings. During testing, the rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no loss of prime occurring. The force sensor calibration was found to be out of specifications. The pump was opened and no damage was found to force sensor circuit. The force sensor resistance was found to be within specifications. The loss of prime issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.